Event description:
It was reported that there was intermittent undersensing in the atrial lead resulting in unnecessary pacing one day post implant. It was further noted that during the implant procedure multiple positions were attempted with low sensing measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).